Event description:
It was reported the guidewire fractured. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure in the mid left anterior descending artery (lad). During the procedure, the burr was unable to advance over the rotawire over a tortuous segment during delivery to the distal lesion site. The burr was becoming hung up on the wire and was unable to further advance. The physician's opinion was that there was course material inside the distal tip of the burr, inhibiting advancement on the bend section.the rotapro was removed. It was found that the rotawire tip broke detached in the patient at the weld spot transition. The physician was able to successfully retrieve the rotawire tip. The vessel was re-wired and atherectomy was performed with a new 1.50mm rotapro successfully without issue. There were no patient complications reported and the patient had an excellent outcome. It was further reported that the wire fragment was removed by trapping it with a compliant balloon and buddy wire. No patient complications occurred due to this.

Event description:
It was reported the guidewire fractured. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure in the mid left anterior descending artery (lad). During the procedure, the burr was unable to advance over the rotawire over a tortuous segment during delivery to the distal lesion site. The burr was becoming hung up on the wire and was unable to further advance. The physician's opinion was that there was course material inside the distal tip of the burr, inhibiting advancement on the bend section. The rotapro was removed. It was found that the rotawire tip broke detached in the patient at the weld spot transition. The physician was able to successfully retrieve the rotawire tip. The vessel was re-wired and atherectomy was performed with a new 1.50mm rotapro successfully without issue. There were no patient complications reported and the patient had an excellent outcome.

Event description:
It was reported the guidewire fractured. A 1.50mm rotapro and rotawire were selected for an atherectomy procedure in the mid left anterior descending artery (lad). During the procedure, the burr was unable to advance over the rotawire over a tortuous segment during delivery to the distal lesion site. The burr was becoming hung up on the wire and was unable to further advance. The physician's opinion was that there was course material inside the distal tip of the burr, inhibiting advancement on the bend section.the rotapro was removed. It was found that the rotawire tip broke detached in the patient at the weld spot transition. The physician was able to successfully retrieve the rotawire tip. The vessel was re-wired and atherectomy was performed with a new 1.50mm rotapro successfully without issue. There were no patient complications reported and the patient had an excellent outcome. It was further reported that the wire fragment was removed by trapping it with a compliant balloon and buddy wire. No patient complications occurred due to this.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Blood was present on the coil and burr. Inspection of the device revealed that the annulus of the burr was damaged/not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. Functional testing was performed by attempting to rotate the drive shaft; however, the drive shaft was unable to be rotated. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. The advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected, and the turbine was found to be corroded. Functional testing was also performed with a test rotawire, as the returned wire was not returned for analysis. The rotawire was not able to be inserted into the annulus due to the damage.